Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was for the last 3 days the patient has been having a lot of pain. Caller stated that the patient is in intense pain and there is no setting that is doing anything that is giving them relief. Pt stated they noticed the pain 3 weeks ago. The last visit they made another program which was program 3 and it worked at the time but now nothing is working and they got it set to 1.3 but nothing is helping. Caller also said the patient hasn't eaten anything but yogurt since yesterday or even the day before. Agent asked the caller if the stimulation was not intense enough to help with the pain and caller said that it is going to the wrong areas. Agent walked caller through increasing intensity on each program. Caller was on group a and increased intensity on programs 1, 2, 3, and 4. Patient said they felt the stimulation but it was not in the right area. Caller then switched to group s and increased the intensity on group s to where they could feel the stimulation, but said it was still not hitting the right areas. Caller tried group c and got therapy not available. Caller changed to group d. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.